Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that crosstalk with large oversensed signals were observed one day post-implant via egms. Lead damage suspected. Further investigation on the leads for integrity was recommended. Further information is not available at this time.